Manufacturer narrative:
Device evaluation: further evaluation of the device determined that the reported condition of the button on the device being stuck was confirmed as the lower trigger on the device was broken which would not allow the device to run. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the small battery drive device button was stuck. During in-house engineering evaluation, it was determined that the lower trigger was broken, trigger components were worn and the internal components were corroded. It was reported that this event occurred during testing/cleaning of the device. It was not reported if there were any delays to a planned surgical procedure or whether a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.